Event description:
Subsequent to the initial medwatch report, additional information indicated that the reported unspecified vessel was confirmed as the common femoral artery.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an interventional procedure. Reportedly, the sheath could not be split completely. The safety release mechanism was activated. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported event of the sheath not completely splitting. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.